Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07384. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced irritation, discharge and vaginal bleeding. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision, some posterior colporrhaphy on (B)(6) 2013 by dr. (B)(6), md due to mesh erosion with granulation tissue and rectocele.

Event description:
Details: it was reported that the patient underwent mesh revision, some posterior colporrhaphy on (B)(6) 2013 by dr. (B)(6), md due to mesh erosion with granulation tissue and rectocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent transvaginal hysterectomy and bilateral salpingo-oophorectomy due to cystocele, stress urinary incontinence, and uterine prolapsed. Following implantation the patient experienced bleeding, pain during intercourse, infections, vaginal pain and urinary incontinence. The patient underwent mesh revision on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2012 due to mesh erosion. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision and had partial removal of on (B)(6) 2010. It was reported that the patient had additional implant that was not specified.